Event description:
Healthcare professional, additionally reported, capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken opening striated assessed, as to surgical damage. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: white particles in the surface of the device. No further actions are required, as the device was implanted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.